Event description:
It was reported to philips that the heartstart mrx defibrillator battery cannot be calibrated. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution name: (B)(6).

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the battery cannot be calibrated. It was determined that the battery was aging, however, the device has not been made available to philips. Visual and functional testing could not be performed. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, there is insufficient information to confirm the reported problem. Based on the information available and results of additional analysis, no further action is necessary at this time. The information in the complaint investigation summary addresses the current investigation findings. No further investigation into this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.